Event description:
It was reported the insulin pump alarmed rf pic failed selftest over the past two days. Alarm was confirmed in the history file. Customer's blood glucose was 15.5mmol/l. No further information reported.

Manufacturer narrative:
The pump was received with an alarm due to a faulty component on the remote frequency board. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.